Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that while wearing the pod for between 25 to 36 hours, the patient¿s blood glucose level increased to 13.9 mmol/l (250 mg/dl). The pod reportedly fell off the infusion site, resulting in dislodgement of the cannula. Additionally, it was reported that while the patient was at school, his blood glucose continued to rise. Upon going to the school to assess the situation, it was observed that the cannula had popped out of the skin while the adhesive remained attached. The patient was noted to have low-level ketones. As treatment, a new pod was placed.